Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 26.1 mmol/l at the time of the event. It was reported that the sensor was giving incorrect readings and the pump went out of auto mode because of the insulin flow block alarm. It was unknown how the customer was treated. The customer experienced the symptoms of mouth dry and tiredness. Troubleshooting was performed and was found that the auto mode feature was active at the time of the event and the pump was used within 48 hours prior to the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.